Event description:
It was reported via clinical affairs that a (B)(6) female patient experienced sinus rhythm with complete heart block and junctional escape rhythms two (2) days post implant of an edwards aortic bioprosthetic valve. It was reported that the patient initially had a transcatheter aortic valve inserted on (B)(6) 2013, but then showed a mild to moderate perivalvular leak and increased gradients. Subsequently, the transcatheter valve was explanted and replaced with an edwards surgical valve on (B)(6) 2013. After this, the patient experienced complete heart block requiring an implant of a permanent pacemaker on (B)(6) 2013. This event is to address the patient's complete heart block post implant of the edwards surgical valve. The subject device remains implanted with no reported malfunction.

Manufacturer narrative:
Additional manufacturer narrative: report of complete heart block post implant of an edwards aortic valve, requiring an implant of a permanent pacemaker as treatment. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, symptoms persisted and a permanent pacemaker was implanted to treat this event. The subject device remains implanted with no reported malfunction. The provided information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event. No further action required at this time.